Event description:
The catheter was placed in 2008 in the left antecubital. The catheter did not flush properly and the nurse removed the catheter with difficulty. The nurse noticed that a piece of the catheter broke off in the pt's arm. A CT scan was completed and confirmed the 4 mm piece of catheter in the arm. A surgeon was called and removed the catheter successfully.

Manufacturer narrative:
The sample is being returned for the investigation. Upon completion of the investigation, a supplemental report will be submitted.